Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2000 ohms and no sensing or capture. A lead fracture was also observed more than a year ago. The patient required atrial pacing so a new ra lead was successfully implanted. Additional information was received indicating that the cause of high out-of-range pacing impedance was due to lead fracture but it was not confirmed through x-ray. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.